Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13828. Related manufacturer reference number: 2017865-2020-13830. It was reported that during an ultrasound, the physician noticed vegetation on the atrial and ventricular lead. The patient's pacemaker, atrial and ventricular lead were explanted. The patient was stable throughout.